Manufacturer narrative:
Analysis of the log files and battery pack from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. Once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.